Manufacturer narrative:
Bibliography mohammad abdelghani, m. P. (2019). Transcatheter aortic valve implantation with the third generation balloon-expandable bioprosthesis in patients with severe landing zone calcium. The america journal of cardiology. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that the mechanism described above may have contributed to the event. Other potential contributing factors are unknown as limited clinical information was provided in the article. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A (B)(6) study was published in a european article, ¿transcatheter aortic valve implantation with the third generation balloon-expandable bioprosthesis in patients with severe landing zone calcium¿. The study included patients who underwent tavi for native aortic valve stenosis with the next generation balloon expandable thv sapien 3 between march 2014 and february 2018. The following events occurred during the study: ten patients experienced a stroke, forty-eight patients experienced a vascular complication, two patients needed aortic valve re-intervention, one patient required coronary re-intervention, thirty-six patients experienced a conduction disorder requiring a permanent pacemaker (ppm) and two patients who developed moderate prosthetic valve regurgitation. The complaints represent the 1 patient who required coronary re-intervention.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This report is 1 of 6 submitted for this complaint (article). Reference mfg. Report numbers: 2015691-2020-11059, 2015691-2020-11061, 2015691-2020-11065, and 2015691-2020-11068, 2015691-2020-11071.